Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 500+ mg/dl. Customer was hospitalized for diabetic ketoacidosis. The customer experienced symptoms such as vomiting. The customer was treated at the hospital. The customer stated that she received no reservoir alarm and it would not allow her to get passed the screen. The customer stated that insulin might have leaked into the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No excessive no delivery alarms were noted. No constant tone or constant vibrate noted during testing. No unexpected no reservoir alarm was noted. The pump had no moisture damage on the motor assembly or electronic assembly during visual inspection. The pump was received with minor scratches on the lcd window. The pump passed the delivery accuracy test.